Event description:
The us complainant had a 5.5 pump support ongoing for support of a patient admitted in and escalated to the 5.5 and ECMO from a cp. After 4 days of support on the 5.5 pump had purge blockage that was treated by the use of tpa and eventual pump explant. The pump was explanted and the team observed a thrombosis/hematoma that prompted treatment at the axillary site.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure, thrombus, and access site bleed has been completed. The pump was returned for inspection and damage was observed at the bonding point of the cannula and inflow cage close to the impeller. The data logs show an upward trend in motor current before high purge pressure occurrence. The logs show a gradual rise in purge pressure which is sustained until the pump is explanted. There were also purge system blocked alarms. Clinical mentions that tissue plaminogen activator (tpa) was administered after high purge pressure occurrence. The root cause of the high purge pressure issue was determined to be biomaterial. The root cause of the access site bleeding major and thrombus could not be determined as insufficient clinical information was provided. Added- h6 impact code 4644